Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. Based on the results of the investigation, the suggested event most likely occurred due to damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a blurry image, the issue occurred during setup and inspection for use, before the patient room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. Correction: report# 9610595-2025-20349-01 was submitted in error. The device was returned to olympus and the customer's reported issue was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to component failure. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.